Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Based on the information available the device was confirmed to be in good condition prior to use. Based on the information currently available, the cause for the reported issue cannot be determined.

Event description:
It was reported that during the coil embolization procedure resistance was encountered when the subject coil was advanced through the microcatheter's shaft. The physician attempted to retract the coil and upon removal the main coil had prematurely detached in the hub of the microcatheter. The detached coil was removed from the hub and the procedure successfully completed with no patient impact.

Manufacturer narrative:
The subject device was disposed of at the hospital.

Event description:
It was reported that during the coil embolization procedure resistance was encountered when the subject coil was advanced through the microcatheter's shaft. The physician attempted to retract the coil and upon removal the main coil had prematurely detached in the hub of the microcatheter. The detached coil was removed from the hub and the procedure successfully completed with no patient impact.